Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, complication in site preparation, infection, pain, swelling, bleeding, mobility.